Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced an inadequate stimulation and had a discomfort when the device was on. The patient underwent an implantable pusle generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.